Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited a change in pace impedance measurements from 893 to 527 ohms and thresholds went from 0.5v to 2.9v. Additionally, it was noted that multiple right ventricular automatic threshold (rvat) tests failed. The patient noted feeling palpitations and inconsistent heartrate. Technical services (ts) reviewed device data and noted ectopy and undersensing based on amplitude or functional undersensing due to right atrial (ra) lead falling at the same time. Ts recommended office testing and chest x-ray to assess the lead. This lead was subsequently explanted and replaced. This lead has not been received. No additional adverse patient effects were reported.